Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and review of the alarm logs. The results of the analysis confirmed that a speaker malfunction error is displayed previously; however, the speakers were functioning normally, and the lack of sound was not able to be confirmed. Based on the results of the analysis, the error was able to be confirmed; however, the lack of sound was unable to be confirmed. As a precautionary measure, the speaker was replaced to resolve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating a speaker malfunction occurred. It was confirmed that there was no sound. The device was in use on a patient at time of event, there was no adverse event reported.